Event description:
Philips received a complaint by an authorized service provider (asp) on the v60 (software version 3.10) indicating that the bottom feet were missing, causing the device to sit loosely and unstable on the stand. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. As of june 15, 2026, an authorized service provider (asp) was dispatched onsite to evaluate the device, and upon arrival, the asp observed that the device sat loosely and was unstable on the stand as the bottom feet were missing. Ultimately, the asp installed new bottom feet and central processing unit (cpu) tray cover on june 18, 2026, and after performing a check of the feet, the asp verified that the device was stable on the stand. The device passed the required performance verification tests per philips standard and was returned to service. No other malfunction was found. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.